Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of urinary symptoms. The caller was not with the patient to do further troubles hooting. The caller was wondering if there is an ins ¿fade¿ toward the end of life. The clinician programmer was showing 5-11 months left and they would be increasing stimulation today. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the sudden return of symptoms is unknown. Impedances were check on (B)(6) 2017 and were found to be normal and a program change was also done on that same day. There were no further complication reported or anticipated.